Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that the patient was admitted to the hospital for inappropriate high voltage therapy. Lead dislodgement was suspected and a lead revision was performed. During the procedure, twiddler syndrome was confirmed and the lead was explanted and replaced without complication.